Event description:
As the surgeon was attempting to use the intuitive surgical, harmonic ace curved shears insert for the first time, the instrument jaws would not open. Another "like" device was then utilized without issue.